Manufacturer narrative:
H10: the lot number for the device was not provided, therefore a lot history review was not performed. The device was not returned for evaluation, however medical records were provided for review. The investigation is confirmed for filter tilt, perforation and retrieval difficulties. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an unknown eclipse filter allegedly experienced difficult to remove, malposition of the device and perforation. This information was received from one source. Of the one malfunction, a patient was involved with no reported patient consequences. The 56 year old male patient weighs 311 lbs.

Manufacturer narrative:
The lot number for the device was not provided, therefore a lot history review was not performed. The device was not returned for evaluation, however medical images were provided for review. The investigation is confirmed for filter tilt, perforation of the ivc and retrieval difficulties. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an unknown eclipse filter allegedly experienced difficulty removing, malposition of the device, and a patient-device interaction problem. This information was received from one source. Of the one malfunction, a patient was involved with no reported patient consequences. The patient is male and age and weight were not provided.